Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc device provided a higher reading of 501 mg/dl when compared to a healthcare professional meter. Customer experienced hypoglycemia and was unable to self-treat and a reading of 20 mg/dl was obtained on the hcp meter. Customer was treated with glucose injection and jam and yogurt. Customer reportedly received additional treatment of 20 units of novorapid. There was no report of death or permanent injury associated with this event.